Event description:
It was reported that there were multiple atrial tachycardia events that were identified as noise, reproducible with arm motion. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID c154dwk implantable cardioverter defibrillator (ICD) implanted: 2009-(B)(6), 694958 implantable tachy lead, implanted: 2005-(B)(6), 2188-65 competitor implantable pacing lead implanted: 1998-(B)(6). (B)(4).